Event description:
Surgeon activated the chloraprep stick and shook it to release the solution as is standard practice. The back end of the stick came off and the internal ampule glass shards scattered onto the sterile field and patient's arm. Sterile drapes removed from patient and careful inspection of patient's skin to ensure all glass was removed. Patient was re-draped and skin prep was reapplied to proceed with the surgery. Chloraprep stick was sequestered with glass shards and packaging.